Event description:
On (B)(6) 2010, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included previous injection of botox (onabotulinumtoxina) with no problems; previous injection of restylane on an unspecified date in 2005 to the nasolabial folds and lip with no problems; thermage on an unspecified date in (B)(6) 2007 with no problems; fraxel on the neck with no problems; hypothyroidism; anxiety; and no history of diabetes mellitus or previous skin and soft tissue infections. The pt's skin type was between ii to iii on the fitzpatrick scale. The pt was reported to be caucasian. Concomitant medications included synthroid (levothyroxine sodium) (unknown dose and frequency) and celexa (citalopram hydrobromide). It was unk if the pt was taking any other supplements. The pt received a 2 ml (2 syringes total) injection of restylane on (B)(6) 2010 (also see reported as (B)(6) 2010 by an infectious disease physician) to the nasolabial fold and marionette lines (0.5 cc into each site). No pre-procedure medications were used. Add'l procedures performed at the time of implantation included botox into the glabella, brow, peri-ocular, nasalis and upper lip. On an unspecified date in (B)(6) 2010, a few days after the implantation, the pt returned to the injecting physician to have some of the restylane withdrawn and had hyaluronic acid injected. On an unspecified date in 2010, after the withdrawal of restylane, the pt had an area of fullness on the outer margin of the right side of her lip which subsequently increased and developed warmth. On an unspecified date in (B)(6) 2010, the pt was evaluated by a dermatologist and was prescribed decadron (dexamethasone) [also reported as medrol dosepak (methylprednisolone) by an infectious disease physician] and doxycycline which the pt began taking on (B)(6) 2010. The pt then developed swelling and redness on the left side of her face on (B)(6) 2010. The pt returned to the injecting physician on (B)(6) 2010, because the infection was not getting better. The pt had an infection in two areas on her face. The first site of infection was in the right marionette area. The second site of infection, which showed up a few days later, was in the left nasolabial fold area. Both areas appeared red, swollen, tender and hot to the touch. The injecting physician did not provide any further treatment, but referred the pt to an infectious disease physician. On (B)(6) 2010, the pt presented to an infectious disease physician for eval of cellulitis. The pt had no fever or chills. The pt denied any constitutional symptoms including headache, nausea, vomiting, diplopia, chest pain, palpitation or any other new symptom. The pt was physically active and did not smoke or use alcohol. The pt's vital signs were stable. Head, ears, eyes, nose and throat were atraumatic normocephalic. On the pt's face there was evidence of previous injection around the nasolabial side bilaterally. On the left side, there was a hard indurated area which extended around 3 mm circumferentially from the site of injection. The left nasolabial fold was not as clearly visible as the right side. The pt also had an area of induration approximately 2 cm in size on the outer margin of her lip on the right side. The pt's neck was supple, her lungs were clear, her heart was regular, her abdomen was soft and her extremities were non-edematous. The infectious disease physician's assessment was induration at the site of previous restylane injection. The etiology of this was unclear, as it had been close to two months since the pt had the procedure and it was fairly typical for an infection caused by common skin soft tissue pathogens like (B)(6) to surface at that time. Hence, the presence of atypical pathogens as well as the possibility of a granulomatous reaction to the injection itself was entertained. The plan, as of (B)(6) 2010, was that the pt would be given a trial of intravenous antibiotic therapy with cubicin (daptomycin) for one week to see how she would respond. The pt was also prescribed oral ciprofloxacin. If the induration persisted, the pt would need eval of secondary cause like an atypical infection versus granuloma formation. The pt understood the treatment course and the side effects from cubicin were explained to her. The pt was given the first dose of intravenous antibiotics in the office and the infectious disease physician planned to follow up on her labs. The pt was instructed to call with fevers, chills or any constitutional symptom. On (B)(6) 2010, the pt presented to the infectious disease physician for f/u. The pt had been on intravenous cubicin and oral ciprofloxacin for several days and had not noticed any difference in the swelling or erythema. The pt had not had any fever, chills or other constitutional symptoms. The pt's white cell count was 6.9 with a normal differential and other unspecified labs were normal during the (B)(6) 2010 office visit. The pt's vital signs were stable. Upon examination of the left nasolabial fold, the pt had erythema which extended on the left side of her face overall there was a firm, indurated fill to this area which started at the angle of the pt's lips and extended beyond that. The inner area of the lesion showed yellowish discoloration. There was no active drainage. The infectious disease physician's assessment was an area of inflammation and what appeared to be granulomatous swelling of the pt's left face as well as the right lip. This was status post injection of restylane (reported as "(B)(6)" from the date of the office visit). The pt had not responded at all to antibiotic therapy with cubicin and ciprofloxacin which indicated either the presence of atypical pathogen including the possibility of rapid growing mycobacterium with mycobacterium fortuitum or other pathogens which were causing more of a "granulomatous subacute inflammation kind of reaction" which was unresponsive to conventional antibiotic therapy. The plan, as of (B)(6) 2010, was that the lesion on the pt's lower lip seemed to be amendable to biopsy and culture. The pt was to be seen by the plastic surgeon on (B)(6) 2010 to obtain a biopsy, routine cultures, as well as fungal and acid-fast bacillus (afb) smear and cultures. The pt would be switched to oral ciprofloxacin and doxycycline and follow-up was planned. The pt was seen by the plastic surgeon and had a incision and drainage (I&d) of the lesion on her right lip. The pt had aspirations of pus from her face on the left side as well. On (B)(6) 2010, the aerobic bacterial culture obtained on (B)(6) 2010 showed no growth in 48 hours. The fungal and acid-fast bacillus (afb) smear and cultures were pending. The biopsy results were not reported. On (B)(6) 2010, the pt presented to the infectious disease physician for f/u the pt had continued on ciprofloxacin and doxycycline and all of her cultures had been negative thus far. The infectious disease physician noted that the pt was on oral as well as intravenous antibiotics prior to the I&d procedure. The pt had an area on her right upper lip which was new since the last visit. All of the pt's symptoms were not associated with any constitutional symptom except for some localized erythema around the side. The pt also had no personal contacts with other potentially infected individual. Upon examination, the pt's vital signs were stable, her lungs were clear and heart sounds s1 and s2 were regular. The area of induration on the right lower lip was much smaller. The pt had an area of induration on her right upper lip. The area of previous induration noted primarily on the left nasolabial fold was still present. This was associated with some erythema to the superficial skin, but there was no increased infection on this area. Externally there was nothing which would need acute drainage. The inner part of the pt's oral cavity did not have any pus point and no purulence was noted. The infectious disease physician's assessment included facial cellulitis status post injection with restylane with persistent induration at the injection site; incision and drainage (I&d) as well as aspiration of pus with cultures which were negative so far. On 0(B)(6) 2010, day six since the pt's initial I&d was done and the infectious disease physician would have expected growth if it was typical skin soft tissue pathogen like staphylococcus or streptococcus; however, those were negative. The areas on her face seemed to be discrete indurations which were most suggestive of a granulomatous process. The infectious disease physician indicated he still believed that mycobacterium infection like mycobacterium fortuitum or mycobacterium abscesses was still very high in the list of differential. The infectious disease physician indicated, "those being rapid growths, something might show up in the next week or so, but given the nature of this infection and the persistence of the lesion, we would like to start her on empiric treatment, awaiting further culture results." The pt was on oral ciprofloxacin and doxycycline which were used in combination with intravenous antibiotics for mycobacterium fortuitum, and "would like to place a peripherally inserted central catheter (PICC) line and start her on intravenous primaxin (imipenem and cilastatin) while we wait on the culture results." The pt would also have a computerized axial tomography (CT) scan of her face to ascertain the extent of those lesions and also to make sure that there was no deeper lesion. The pt would continue on ciprofloxacin and doxycycline and might need a repeat aspiration of the lesions as well. On (B)(6) 2010, a CT scan of the facial bones with contrast was performed. The impression was soft tissue swelling seen anterior to the maxilla, left greater than right with a suggestion of a small fluid collection seen in the left anterior soft tissues. An infected fluid collection at this level could not be excluded. No evidence of cervical adenopathy. Low attenuation mass seen in the left lobe of the thyroid. Consider f/u thyroid ultrasound. On (B)(6) 2010, the infectious disease physician's nurse reported the plastic surgeon drained an area of fluid after the pt's CT scan and that the pt continued to "have eruptions." The injecting physician reported she had never seen an infection with restylane in all of the years she had been using it except within last couple of months. The infectious disease physician's nurse reported that the physician didn't know what exactly was causing the reported events, as they were awaiting results of the biopsies and cultures. The injecting physician assessed severity of the events as moderate to severe. The infectious disease physician's nurse assessed the severity of the events as moderate.

Manufacturer narrative:
PMA 510(k) # p020023.